Manufacturer narrative:
The formed needle was found to be visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which caused a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract which indicates that the hard cannula was incorrectly installed. An 0x6a alarm was generated, indicating an occlusion during runtime. The formed needle was found to be occluded, and a soldering iron was run along it to clear the occlusion. The timing and cause of the occlusion can not be determined. After clearing the occlusion, fluid was able to pass through the entire fluid path and out the distal tip of the soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for longer than 48 hours and patient reported a blood glucose level between 180 mg/dl and 200 mg/dl.